Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was reported that the patient was going to have the device removed. The patient said that their health care provider is not sure if he will be able to take the lead out, since it has been in for so long. The ins has moved around and does not lay flat. The patient thinks this was caused by a fall. If the patient lays on the device wrong it hurts. No further complications were reported.